Manufacturer narrative:
(B)(4).

Event description:
Procedure: open sigmoidectomy. This was a second surgery for recurrent sigmoid colon cancer. Surgeon fired egia60amt near the previous resected area and the firing was successful. The anastomosis was done with ceea28. After the firing, the surgeon checked the site and found that the staples of the dorsal part were not placed. Only one donut ring was confirmed. The surgeon made an additional resection, suturing manually and building a stoma. Current patient status is good. Gender: not provided. Age and weight: not provided. Operating time extended: more than 30 min. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4) no reinforcement material was used. Device returned 11/12/2015. PMA 510(k): k062850. (B)(4).

Manufacturer narrative:
(B)(4). Device returned 11/12/2015. Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual and functional testing of the returned product and a review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.